Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an alto stent graft system on (B)(6) 2022. Approximately two (2) years post initial procedure the patient was admitted to a different hospital due to shoulder arthritis, knee arthritis and lumbar pain. The patients condition did not improve in five (5) days and was transferred to another hospital where computed tomography (CT) images showed aneurysm enlargement, a type ii endoleak, and possible inflammation around the stent graft. The physician diagnosed the patient with graft infection and elected to perform an open surgery to explant the stent graft and vessel replacement. Streptococcus was detected. Patient status is unknown.

Manufacturer narrative:
The device involved in this event was explanted and will not be returned for evaluation as it was discarded. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device is not available.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was discarded at the user facility. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.